Event description:
Tsh result on e170 immunochemistry analyzer was 62 uu/ml. Same sample run using different methodology recovered 0.93 uu/ml. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.